Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a deploying issue that the trailing haptic was sticking out of wound after it was inserted into patient's eye. The trailing haptic would not tuck in and the surgeon thought there was a barb in the cartridge that would have impeded it tucking in. The surgeon used a second instrument to dial the lens into the bag and it remains implanted. The doctor asked if there was a barb in the cartridge that could have impeded it tucking in. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 30, 2021 section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed with two dents and deformed that could be related to the handling during surgical process. No other defect was observed to the cartridge that could have impacted the delivery of the lens. The lens was not returned. The device was disassembled to address the complaint issue reported. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. No broken components or manufacturing defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.